Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patients own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patients infection was device related, the event was likely due to patient and/or procedural-related factors. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
It was learned through medical records (B)(6) that a patient with a 23mm 3300tfx valve in the aortic position had endocarditis (staph. Epi) after an implant duration of 5 days. The patient presented with fevers. The patient was treated with antibiotics. Per medical records, patient initially underwent redo avr (B)(6) and mvr on (B)(6) 2023. Postoperative complication included av block with a permanent pacemaker implantation on pod #4. The patient also had positive blood cultures (staph epi) on pod #5 (B)(6) 2023 and was treated with IV antibiotics to rule out prosthetic valve endocarditis and/or cardiac device infection. Tte on (B)(6) 2023 showed no obvious evidence of valvular vegetations and no regurgitation or stenosis. The patient was discharged on (B)(6) 2023 on rifampin, gentamicin and vancomycin.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.